Event description:
It was reported that the patient presented for revision of the right atrial lead due to high capture threshold. The physician attempted to reposition the lead but was unable to extend the helix. The lead was explanted and replaced. There were no patient consequences.